Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device and simulated-use testing. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical service representative (tsr) reviewed the therapy log and found the high drain alarm was due to the patient bypassing drain three. There was no patient injury or medical intervention associated with this event. No additional information is available.